Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow alert 02 occurred in an arctic sun device. Per additional information updated from wo on 05may2025, the arctic sun device has the inlet pressure reading at all times indicative of a failed pressure transducer, sending quote.

Event description:
It was reported that there was a low flow alert 02 occurred in an arctic sun device. Per additional information updated from wo on 05may2025, the arctic sun device has the inlet pressure reading -12.0 at all times indicative of a failed pressure transducer, sending quote. Per follow up information received via task on 04jun2025, per review of work order and attachments, no patient involved. Issue was found during check. Per sample evaluation results received via task on 05jun2025, it was reported that the alarm 79 (non-recoverable system error) found during evaluation. Per sample evaluation results received via task on 28aug2025, it was reported that when cooling, it was observed that the outlet monitor temperature (t1) and outlet control temperature (t2) temperatures were reading different by ~3-5°c. Multiple alert 79's (non-recoverable system error). The control panel label was missing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. The device was evaluated upon receipt. Device has low flow alert 02, the inlet pressure reading -12.0 at all times is confirmed through log files. Installed test transducer for flow in decontamination. When cooling, it was observed that the t1 and t2 temperatures were reading different by ~3-5°c. Multiple alert 79's. Fault within the t1/t2 thermistor of the temperature sensor harness. Control panel label missing. Requested to return the device as received with no repairs performed per ucc customer service. No testing performed as device is being returned unrepaired. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.